Event description:
Cut / pricking / poking - inside of the mouth [mouth injury]. A metal piece fell out of it / the brush head fell off of the handle - oral-b [device breakage]. Product counterfeit - oral-b [product counterfeit]. Case narrative: 78 year old female consumer reported via phone that a metal piece fell out of the oral-b toothbrush head and then fell off of the oral-b toothbrush handle. She also reported that she was cut, pricked, and poked inside of her mouth with an improvement in her condition. No serious injury was reported. 19-feb-2025 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No serious injury was reported.

Manufacturer narrative:
19-feb-2025 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Cut / pricking / poking - inside of the mouth [mouth injury]. A metal piece fell out of it / the brush head fell off of the handle - oral-b [device breakage]. Case narrative: 78 year old female consumer reported via phone that a metal piece fell out of the oral-b toothbrush head and then fell off of the oral-b toothbrush handle. She also reported that she was cut, pricked, and poked inside of her mouth with an improvement in her condition. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.